Event description:
PICC team called to evaluate PICC that was causing mod / severe rue pain when flushed. Primary rn stated previous inability to flush and was in the process of instilling cathflo when pt started c/o pain during flush. Upon PICC evaluation, 5fr triple lumen, two lumens working correctly (flushes and draws). However the third lumen caused significant rue pain when flushed (line would not draw). Due to this finding I replaced the line. When I removed the problematic line, I discovered a rupture in the line at the 5cm mark.